Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a failure. It was indicated that the atrial output connector was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced an unknown failure. The epg has been returned for repair. No patient complications have been reported as a result of this event.